Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer had previously encountered similar alarms and was assisted by technical support, who confirmed the alarm and arranged for a replacement pump. The pump was under warranty, and the customer was advised on backup therapy and informed about the software updates available for the replacement. Instructions were given for putting the old pump into storage mode and returning it within ten days to avoid charges. The customer was also guided on setting up the replacement pump and connecting it to the cgm.